Event description:
Boston scientific crm received information that the patient with this left ventricular (lv) lead went to see the physician due to experiencing shortness of breath. It was noted that the pacing impedance for this lv lead was above 2000 ohms and the pacing thresholds had increased. No adverse patient effects were reported.

Event description:
A save to disk was sent to boston scientific technical services (ts) for evaluation.

Manufacturer narrative:
A ts representative discussed that the pacing impedances had remained very stable until (B)(6) 2010 where they then began to increase. The change in pacing impedance measurements could be due to a connection issue or a lead dislodgement. It was suggested that at the next follow up, recording left ventricular electrocardiograms with the different vectors may help to better investigate the issue. At this time, this lv lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
The lead configuration was originally programmed in bipolar mode from the lv tip to the lv ring. The configuration was then reprogrammed so that pacing was lv tip to right ventricular (rv) ring. Once this occurred, normal lead function was observed. Another follow up of this lead was performed one day later and no other anomalies were noted. This lv lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.